Event description:
It was reported that during a tha, the box label was 6570-0-032 (-4mm) but the content was a head of 6570-0-232 (+4mm). A metal head (32mm -4mm) was used instead. Additional information: actually, a spare delta head (6570-0-032) was used instead, not metal head.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been two other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. This is a product mix issue, so the device information located on the outer box label is being reported and the information for the device that was actually inside the package is: cat# 6570-0-232; delta v-40 ceramic head 32/+4; lot# unknown. Product field action has been initiated. Investigation ongoing.

Manufacturer narrative:
Reported event: an event regarding product mix involving a ceramic head was reported. The event was confirmed by review of the returned device. Method & results: product evaluation and results: the outer box of the device shows catalog number 6570-0-032, lot 89648802 on the label and also shows that the device was intended to be a 32mm head with a nk lnth of -4mm. The device packaged bears the marking 32mm +4. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been 8 other similar events for the lot referenced. Conclusions: the reported product mix was confirmed. Nc was raised to further address this event.

Event description:
It was reported that during a tha, the box label was 6570-0-032 (-4mm) but the content was a head of 6570-0-232 (+4mm). A metal head (32mm -4mm) was used instead. Additional information: actually, a spare delta head (6570-0-032) was used instead, not metal head.